Event description:
It was reported that this implantable pacemaker was found to be in safety mode. Some months later, it was noted that the battery of this pacemaker was suspected to be depleting prematurely. Device replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains a correction to the awareness date.

Event description:
It was reported that this implantable pacemaker was found to be in safety mode. Some months later, it was noted that the battery of this pacemaker was suspected to be depleting prematurely. Device replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.